Event description:
It was reported by service report that the side rail was broken at the weld and there were exposed sharp edges. Also the latch springs were missing on both siderails causing them to be intermittent. No pt involvement or adverse consequences are reported.